Event description:
During attempted treatment with collagen the needle completely disengaged from the syringe and collagen exploded out of the tip of the syringe. This event is being reported due to the possibility of injury with a future occurrence.